Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind/noise anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to push and motor error. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had scratches on the screen and louder to rewind. The insulin pump will not be returned for analysis.